Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres for 30 seconds. The second inflation was at 8 atmospheres for 60 seconds. However, on the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.